Event description:
It was reported: customer received kit with defective issue. No patient harm. Event description states: cracked tubing no suction 1 bottle. Questions: - was it the access tip that was cracked? Tubing of the bottle and little plastic beads inside the tubing. So vacuum was not working, seemed as if it was blocked. - was the drainage line cracked? - was the cracked and no suction issue happened on same bottle? Or two different bottles involved? One bottle. - was the issue identified before use and the product discarded or did, they identify the crack during use? Before use. - is there a photo or sample available showing the reported issue? No. - if sample is available, please advise email and address for return label. Na. - are they able to drain successfully with the new bottle? Had to open a new kit. - what is the lot number? 0001507170. - where is the catheter located? Abdomen or chest one on the right and one on the left - what was the impact to the patient? - were there any sounds or hissing? No. - how were bottles stored before use? Keep them in the box stored in dining room.

Manufacturer narrative:
(B)(4).follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001507170 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr 8411590 initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported: customer received kit with defective issue. No patient harm. Event description states: cracked tubing no suction 1 bottle. Questions: - was it the access tip that was cracked? Tubing of the bottle and little plastic beads inside the tubing. So vacuum was not working, seemed as if it was blocked. - was the drainage line cracked? - was the cracked and no suction issue happened on same bottle? Or two different bottles involved? One bottle - was the issue identified before use and the product discarded or did, they identify the crack during use? Before use - is there a photo or sample available showing the reported issue? No - if sample is available, please advise email and address for return label. Na - are they able to drain successfully with the new bottle? Had to open a new kit. - what is the lot number? 0001507170 - where is the catheter located? Abdomen or chest one on the right and one on the left - what was the impact to the patient? - were there any sounds or hissing? No - how were bottles stored before use? Keep them in the box stored in dining room.